Manufacturer narrative:
Follow up indicates that the customer was hospitalized on (B)(6) 2014 for treatment of diabetic ketoacidosis and blood glucose level of 716 mg/dl. Customer was treated with an insulin IV drip as well as water and fasting. Customer was released from the hospital on (B)(6) 2014 with blood glucose level of 84 mg/dl. There was no permanent damage to the customer. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. Customer changed infusion sets and cartridges. Reportedly, customer's blood glucose level was high.